Manufacturer narrative:
Additional narrative: examination of the submitted device revealed evidence of edge wear. There was delamination on the rim of the cup associated with the noted edge loading. The wear pattern indicates malpositioning of the cup. A complaint database search finds no additional reports against the provided product and lot combination. The investigation could not verify or identify any product contribution to the reported event with the information provided. No evidence was found indicating product error was a contributing factor to the reported event and the need for corrective action was no indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Additional narrative: (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address pain. Poly wear was noted upon inspection of implant by analyst.